Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. The patient experienced lightheadedness. Boston scientific technical services (ts) discussed troubleshooting and programming options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.